Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited loss of capture. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2015. The patient's condition during and post procedure was good.